Manufacturer narrative:
(B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states the needle did not retract, phlebotomist didn't notice, and the needle was left in the patient's arm. Pt had blood all over his arm and had pain when nurse took of (*off*) the tape and gauze saw the needle inside the patient's arm. Product specialist manager has reached out to customer and arranged training. Update 26mar2025: gbo product specialist manager provided the following information after meeting with involved staff. Phlebotomist shared that she was able to obtain samples from patient in their hospital room and did not notice anything unusual about the device during venipuncture. A standard tourniquet was used. Upon completion, phlebotomist covered the site with gauze, folded twice over. Safety mechanism was activated and was noted to have performed as expected. Phlebotomist applied pressure to the site and applied paper tape. Phlebotomist indicated they did not do a visual check prior to taping. There was no blood visible after bandaging. About 1 hour later, phlebotomist was advised to go to the patient's room and was told that the nurse unbandaged the patient due to visible blood coming from the venipuncture site. The nurse removed the needle remaining in the vein using their fingers. Just a small amount of the needle was in the vein, so phlebotomist was able to remove it using their fingers. Phlebotomist indicated that there was nothing unusual about the procedure that caused any concern until being called back into the patient's room. The patient had not complained of pain to the phlebotomist, as patient was in and out of sleep.

Manufacturer narrative:
Complaint (B)(4). Received 4pcs 450130/g241037c for evaluation. Received customer picture. We have no remaining inventory of the material/batch. Forwarded the complaint, customer pictures, and samples to our affiliated headquarters in austria, from which we receive this product. A check of production documentation revealed no deviations in relation to the reported error. The complaint cannot be confirmed. Corrected data: d3: updated address h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.